Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the cut electrode was thermally damaged. Melted char marks were observed along the blade edge of the electrode.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a message appeared repeatedly suggesting damage to the synchroseal instrument when using "sync" mode. The customer discontinued use of the instrument and continued the surgery with a backup instrument. The procedure was completed with no reported injury. The customer inspected the instrument after the surgery and found the cut electrode was damaged.